Event description:
As reported in a legal brief, a patient was treated with a trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, including, but not limited to shortness of breath, continuous discomfort, mental anguish caused by filter malfunction and unsuccessful removal of the filter due to the malfunction that has left a dangerous device in the patient's body. According to the information received in the patient profile form (ppf), the patient experienced continuous discomfort and mental anguish caused by malfunction of the filter and the unsuccessful removal of the filter; however, there have been no documented attempts to remove the filter.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the implantation, the patient underwent an unsuccessful attempt to retrieve the filter. The patient further reported having experienced continuous discomfort, mental anguish and shortness of breath associated with an unsuccessful retrieval attempt. No retrieval attempts were documented. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The trapease vena cava filter is designed for permanent implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. Due to the nature of the complaint, the reported shortness of breath, pain and/or discomfort experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Corrected data was entered in sections d3, g1 (manufacturing site name and address) and g3.

Manufacturer narrative:
Please note that device reported is a trapease vena cava filter and for which the catalog and lot numbers are not currently available. Patient age and medical history were also not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the implantation, the patient underwent an unsuccessful attempt to retrieve the filter. The patient further reported having experienced shortness of breath, continuous discomfort and mental anguish associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The trapease vena cava filter is designed for permanent implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. Due to the nature of the complaint, the reported shortness of breath, pain and/or discomfort experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in a legal brief, a patient was treated with a trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, including, but not limited to shortness of breath, continuous discomfort, mental anguish caused by filter malfunction and unsuccessful removal of the filter due to the malfunction that has left a dangerous device in my body.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient presented with left lower extremity deep vein thrombosis (dvt) with a relative contraindication to anticoagulation therapy. The filter was implanted in an infrarenal position. The patient is reported to have tolerated the procedure well and without complications. At some point after the filter implantation, the patient experienced shortness of breath, continuous discomfort and mental anguish associated with the filter. In addition, the patient indicated that the filter could not be retrieved; though attempts to retrieve it were not documented. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The trapease vena cava filter is designed for permanent implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. Due to the nature of the complaint, the reported shortness of breath and discomfort experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, the decedent underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to, shortness of breath, continuous discomfort and mental anguish caused by the malfunction and the unsuccessful removal of the filter. According to the information received in the patient profile form (ppf), the decedent experienced continuous discomfort and mental anguish caused by malfunction of the filter and the unsuccessful removal of the filter; however, there have been no documented attempts to remove the filter. Per the implant records, the filter was implanted due to left leg deep venous thrombosis (dvt) and relative contraindication to anticoagulation. An inferior vena cavagram was performed. Following identification of the confluence of the renal veins, a trapease filter was deployed in the immediate infrarenal inferior vena cava under fluoroscopic visualization. Follow up digital radiograph documented satisfactory positioning of the device. The patient was reported to have tolerated the procedure well and there were no complications encountered.